Event description:
A response was received from the patient regarding their complaint and states they met with a rep who checked their remote and it was working properly except some parts that were dead. Also, patient states they were on a program that they didn't use and left it. Furthermore, patient reports at some point their device will not restart, but they haven't had that issue again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the controller did not seem to be working correctly. Caller said that they had been trying to recharge the ins when the ins would get down to 30% and that seemed to help, but if the ins went down to 0% the device wouldn't kick-start. Caller said that they charged the ins on sunday and the ins went down to 0%. Caller said that they charged the ins, however the ins wasn't working and the pt's back was hurting. Caller said that they kept increasing the stimulation intensity and got the intensity up as far as it would go. Caller said that the pt was sleeping and that about two and a half hours later, the pt screamed for them as the ins had started running and was really shocking the pt since the stimulation was left up way high. Caller said that they turned the stimulation intensity back down and that the ins had been running since then, but the ins battery would run out real fast. Caller said that they reset the controller in attempt to resolve the issue. Caller confirmed that the equipment was working to recharge the ins and control the ins. Agent understood that the issue was not with the external equipment. Caller said that the pt was using group c which had two programs that worked on both sides of the pt's spine. Caller said that groups a and b only had one program each. Agent redirected caller to pt's hcp, however caller said that the last time they called hcp they were told to call patient services.  Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. When asked for the event date, caller said that it was in the last month or so and that they would have to change the stimulation intensity at different times since the ins was not acting right or the pt wouldn't be feeling the stimulation. Caller said that the ins battery running down fast had been going on for quite awhile. Caller noted that the ins battery would usually last two days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.